Event description:
It was reported that the right atrial (ra) and the right ventricular (rv) leads had oversensing and noise. Reprogramming was completed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed a lead integrity alert triggered, a patient alert for lead failure predictor triggered on (B)(6) 2011, ventricular non-sustained tachycardia episodes <=140 ms on (B)(6) 2011. Lfp high rate-ns <= 185 ms average v-cycle between (B)(6) 2011. Ventricular short interval counts v-sic = 6.7 counts avg/day, in 24.74 days, between (B)(6) 2011.